Event description:
The external pulse generator was returned for test, calibration and repair. The device tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found that the upper/lower cases and side bail cover were broken. The battery release, ring cover, lead flex cover and battery drawer were contaminated. The lcd display was out of electrical specification and the battery flex was corroded. The ring was bent.